Manufacturer narrative:
A2: dob (B)(6) 2000. B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown. D4: UDI (B)(4). Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4). D10: injector and cartridge model changed. H4: changed to 06-nov-2023. G3: aware date changed to 19-aug-2024.

Manufacturer narrative:
Claim#(B)(4). Secondary surgical intervention was performed.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. It has been noted that the surgeon elected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event is unknown.